Manufacturer narrative:
Date of event and therapy date are estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that during an ipg replacement in (B)(6) 2023 due to normal end of life, the patient¿s extension was damaged. As such, surgical intervention took place on (B)(6) 2024 wherein the extension was explanted and replaced with a new extension to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that adequate therapy was confirmed.